Event description:
On (B)(6) 2013, the customer reported that this lead was explanted (discarded) due to lack of capture. There were no other adverse pt events reported. The lead was actively implanted for approximately 15 days.

Manufacturer narrative:
The lead was explanted (discarded), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. There were no manufacturing rejects or anomalies recorded in the device history record; the lead passed all in-process and qa final inspection steps before shipping to the customer. Also, the complaint files of the lead model were reviewed, and no trend of the same or similar type was found or indicated.